Event description:
The customer reported to olympus during reprocessing of the evis lucera gastrointestinal videoscope, the cleaning brush could not be inserted nor removed. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed multiple areas on the device containing foreign material, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6) medical center. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Due to clogging of the channel-tube, the tube cleaning brush and the forceps could not be inserted. During the evaluation, it was determined that there was residual liquid or foreign material exiting out of channel-tube and auxiliary jet channel and foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had foreign objects; light guide lens had foreign objects; objective lens had foreign objects; distal end had foreign objects; plastic distal end cover (c-cover) had corrosion; adhesive on bending section cover (a-rubber) had a chip; bending section cover (a-rubber) was dirty; due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; connecting tube had a wrinkle; due to dirt on objective lens, there was a lack of image on the monitor; forceps channel port was shaved; electrical-connector had corrosion due to water leakage; suction-cylinder was shaved; indication on suction-connector was peeled; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It is unknown if the customer cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered or what the foreign material is. There was no delay in the start of precleaning. The customer aspirated water through the instrument/suction channel. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer flushed the auxiliary water channel with water. The customer flushed the auxiliary water channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual chapter 3 preparation and inspection in the IFU for evis lucera gif/cf/pcf type 260 series. Prevention method is described in the reprocessing manual in chapter 3 cleaning, disinfection, and sterilization procedures for evis lucera gif/cf/pcf/sif type 260 series olympus will continue to monitor field performance for this device.